Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl. The customer experienced headache, dizzy, and nausea. Troubleshooting was performed. The customer stated that she was wearing the insulin pump, but the reservoir did not have insulin. The customer stated having issues with the infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.